Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed. The lens was also observed unfolded and expose at the cartridge tip section. One haptic is stuck and punctured by the pushrod at the cartridge tip. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as unfolding issue was not verified. The complaint issue reported as dc-device partially delivered, dc-stuck in cartridge were verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folders for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens did not fold during deployment. Lens did not discharge but was hanging out still stuck to cartridge. Event was observed when inserting lens into eye. There were no patient injury or interventions. Another j&j lens with the same model and diopter was implanted as backup. Customer thinks patient is fine post-op. The device was returned and visual inspection was the cartridge tip broken.